Manufacturer narrative:
Additional information g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/30/2024, it was reported by a sales representative via sems-(B)(4) that an ar-8400td torpedo inner blade broke off and there was some debris released and were able to collect it all. The patient was not affected. This was discovered during a procedure, with no reported patient harm.